Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 19.4 mmol/l, 27.1 mmol/l, and 11.8 mmol/l within 2 minutes on the aviva insight system. The customer delivered insulin based on the lowest result, and no adverse event reported. The alleged product was requested for evaluation.